Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and observed the leak was caused by the aperture housing, which was not seated properly. The fse adjusted the aperture housing to resolve the leak. To resolve the hgb voteouts, the fse cleaned the hgb cuvettes. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a coulter lh 780 hematology analyzer generated hemoglobin (hgb) voteouts. While troubleshooting the instrument, the customer stated there was a leak from an unknown location inside the instrument. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak or of injury in connection with the leak. There were no erroneous results generated or impact to patient treatment as a result of the leak.